Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a misplaced check valve. The cse reinstalled the check valve. The cse checked the dispense and aspiration functions, dispense fluid volume of wash manifold, dark count with and without cuvette and reagent probe dispense volume, resulting within range and specifications. The cse found a blocked line of the valve. The cse cleaned the line and reseated the line. The cse performed an empty and fill, performed quality control (qc). One result of qc failed. The cse checked aspiration of all aspiration probes and found no issues. The cse checked reagent wash 1 position and wash 1 dispense volume, resulting in range and specifications. The cse check aspiration calibrations and found the home position moved up two steps. The cse readjusted the reagent 3 probe on the reagent rinse system. The cse exchanged the four wash cups and two check valves. The cse found a damaged aspiration pinch valve. The cse fixed the position of the valve. The cse performed qc eight times, resulting in range. The cse ran (B)(6) twenty times, with two results (B)(6). The cse exchanged the diluter and repeated testing. Three results were (B)(6). The cse verified calibration of aspirate probes bottom position. The cse verified water flow to outer side of aspirate probe and found poor water flow on probe 1 and 2. The cse calibrate the home position, providing proper water flow. The cse verified calibration of all reagent probes toward incubation ring dispense ports. The cse verified calibration of sample probe and ancillary probe towards incubation ring. The cse cleaned and lubricated leadscrew for vertical move of all probes. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate instrument. The customer reported out the repeat results from the alternate instrument to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.